Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had fallen and was presented in the hospital with a fractured hip. Upon device interrogation, the rv impedance measurements had decreased from 1,090 ohms to 700 ohms, with intermittent rv capture at 6.5 volts. It was unknown if the fall resulted from a rhythm issue. Lead insulation damage and partial fracture were suspected. An invasive revision procedure was performed and the lead was surgically abandoned and replaced successfully. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.